Event description:
It has been reported to philips that the device was intermittently not booting completely. The system was not in clinical use. There was no harm reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse checked the system logfile and hospital information and found the issue was with the system and image processing pc (ippc) software (sw). Fse reloaded the system and ippc sw, and the device was returned to good working condition. The codes were updated based on the investigation outcome.